Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. Root cause is unknown. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Event description:
A surgeon reported a case of incomplete flap side cut at the inferior-nasal region of the left eye during lasik treatment. Reporter indicated no flap lift was attempted, and the patient was rescheduled for a later date for retreatment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).